Event description:
A report was received from a user facility in (B)(6) indicating that a particle was found in the patient's eye during a phaco procedure. The dr. Was able to retrieve the particle right away. There was no report of impact or consequences to the patient.

Manufacturer narrative:
The serial number of the handpiece was not provided therefore, the manufacturing and lot records could not be reviewed. The facility also indicated that the handpiece is not available for evaluation.